Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 4/11/2016. Electrode belt: 2/2/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. Prior to passing, the patient was treated by the lifevest. The patient was reportedly sleeping at the time of the treatment and woke up after the treatment was delivered. At 11:31:31 pm on (B)(6) 2020, the patient was appropriately treated by the lifevest, the patient's rhythm at the time of the treatment was vf and the post-shock rhythm was asystole. Post-shock asystole is a known potentially adverse outcome of defibrillation therapy. The response buttons were not pressed during the event. It was reported that the patient was taken to the hospital and was placed on telemetry after the treatment event. The patient reportedly passed away on (B)(6) 2020 at 10:20 pm while in the hospital.